Event description:
Customer reports (B)(6) female having a peripheral angio MRI with contrast who experienced an infiltration. Injection protocol; 3 ml/sec, volume of 3 ml contrast then 3 ml saline flush followed by a three step infusion of 0.7 ml/sec 3.5 ml volume of contrast, 0.4 ml/sec for 3.5 ml contrast, 0.5 ml/sec for 20 ml saline flush. During this injection protocol, the pt experienced an undetermined volume of fluid infiltration. IV access was the left antecubital vein with a bd venflon pro safety 22 ga blue cannula. Only a test injection was performed, but stopped part way through due to infiltration. Pt was treated by applying pressure dressing to the affected site. Pt was instructed to contact their general practioner of arm became more painful. No further info made available.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.